Event description:
Subject plate was implanted with 7 competitors' screws in 1999 for a fractured femur. Plate was noted as broken on 10/21/99. Plate was removed at an unknown date and fracture was revised to a retrograde nail.